Event description:
It was reported that while using the ilet app, the user observed intermittent screen brightness fluctuations that appeared as dimming and brightening, and the app displayed the ilet as disconnected despite continued receipt of glucose readings that matched the device. Customer care provided technical support troubleshooting and user re-launch of the application. Investigation of this case revealed that force-quitting and relaunching the app restored normal display behavior and the data link continued to function. No clinical symptoms reported as blood glucose was not impacted during the event. Outcomes included no medical intervention or hospitalization. It was concluded that the event was consistent with an application display anomaly with no impact on delivered therapy or glucose monitoring.